Event description:
The customer alleged they received questionable vancomycin results on their integra 400 plus analyzer. The customer stated they first saw this issue in (B)(6) 2012 involving one patient. The customer stated this time; there were four patients with discrepant vancomycin results. The customer stated the samples were processed on the customer's modular pre analytics device and there was a pediatric sample, but additional information on which was not provided. The first patient's initial vancomycin result was >80 mg/l. The second patient's initial vancomycin result was >80 mg/l. The customer then replaced the reagent cassette and performed quality control. The quality control results were in range but low for both levels on the new cassette. The customer repeated the vancomycin samples for the first two patients. The first patient's repeat vancomycin result was 17.47 mg/l and it was reported outside the laboratory. The second patient's repeat vancomycin result was 13.16 mg/l and it was reported outside the laboratory. On (B)(6) 2013, the customer performed a new quality control and repeated the two patients' samples a third time. The first patient's third vancomycin result was 12.35 mg/l. The second patient's third vancomycin result was 5.86 mg/l. The customer then calibrated, performed quality control, and repeated all the patient samples from the previous day. Two additional discrepant high results were discovered. The third patient's initial vancomycin result from (B)(6) 2013 was 21.27 mg/l and it was reported outside the laboratory. The repeat result on (B)(6) 2013 was 4.98 mg/l. The fourth patient's initial vancomycin result from (B)(6) 2013 was 19.1 mg/l and it was reported outside the laboratory. The repeat result on (B)(6) 2013 was 7.49 mg/l. The patients were not harmed by this event. The vancomycin reagent lot number was 66487601 and the expiration date was (B)(6) 2013. A check test was performed and the sample probe was replaced. A second check test was performed and the results of both tests were in range but low. The field service representative checked the workstation alignments, and all were ok. Two precision tests were performed. A reagent volume test was performed and produced error messages when no reagent was pipetted. The customer mentioned seeing these same errors during a lot to lot comparison, but none of the other staff members could recall seeing these error messages before.

Manufacturer narrative:
Additional information has been supplied by the customer. Patient one's sample was mixed and quality control was performed and the second repeat result was 6.37 mg/l. The customer then performed calibration and quality control and the third repeat result was 6.22 mg/l. After calibrating, the third patient had a second repeat result of 6.20 mg/l. On (B)(6) 2013, the fourth patient had a repeat test performed and the result was 6.01 mg/l. On (B)(6) 2013, the customer performed quality control and mixed the patient's sample and had a result of 5.71 mg/l. The customer calibrated and performed quality control before getting the result of 7.49 mg/l.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. An interference in the patient samples is unlikely as the erroneous results were not reproducible. The samples were not available for investigation. Additional details surrounding the analyzer and its pipetting was requested but not provided.